Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened act button dome switch. No unlocked j2/lcd keypad connector noted. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the act button and buttons were harder to push and no delivery alert. Customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The device will not be returned for analysis.